Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 1.8; lab: 9.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio meter = 1.8 inr; reference = 9.8 inr; mean = 5.80. The mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. No corrective action is required at this time.